Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was received for an out of range impedance measurement on this right ventricular (rv) lead. The patient also reported hearing device tones. Boston scientific technical services (ts) explained to the healthcare provider (hcp) that boston scientific devices have tone functionality and noted that the tones are programmed on for this patients device. Ts also indicated that the upper rv pace impedance limit is programmed to 2000 ohms on the device and a measurement of 2008 ohm was reached three days earlier. In addition, ts noted the rv pace impedance measurements have been variable from the most recent high back down to the 400 to 500 ohm range, which is within normal specification limits. It was discussed there were also stored episodes with noise observed on the pace and sense portion of the rv lead, which was oversensed by the device. However, there was no pacing inhibition observed because the patient receives rv pace therapy zero percent of the time. Ts mentioned this appears to be an indication of a failing rv lead and the lead has been in service for approximately seventeen years. The lead remains in-service. No patient symptoms or adverse patient effects were reported. The rv lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that an alert was received for an out of range impedance measurement on this right ventricular (rv) lead. The patient also reported hearing device tones. Boston scientific technical services (ts) explained to the healthcare provider (hcp) that boston scientific devices have tone functionality and noted that the tones are programmed on for this patients device. Ts also indicated that the upper rv pace impedance limit is programmed to 2000 ohms on the device and a measurement of 2008 ohm was reached three days earlier. In addition, ts noted the rv pace impedance measurements have been variable from the most recent high back down to the 400 to 500 ohm range, which is within normal specification limits. It was discussed there were also stored episodes with noise observed on the pace and sense portion of the rv lead, which was oversensed by the device. However, there was no pacing inhibition observed because the patient receives rv pace therapy zero percent of the time. Ts mentioned this appears to be an indication of a failing rv lead and the lead has been in service for approximately seventeen years. The lead remains in-service. No patient symptoms or adverse patient effects were reported.